Event description:
During omega chs surgery, during the side plate screw measurement for the first screw, the depth gauge measurement was 36mm. The surgeon used 38 mm screw, because he assumed that you need to add 2mm. However it was too long. The second screw, the measurement was 36mm. The surgeon used 36mm screw without the additional 2 plus mm.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. Device will not be returned.